Event description:
On july 30, 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on eight days earlier. According to the complainant, during the procedure, there was a low-level error message and the compression balloon had a leak. Later that night, the pt experienced urinary retention and went to the emergency room (facility unknown). A foley catheter was placed and subsequently removed a week later at a follow-up visit. The patient's condition was reported as "fine."

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.